Manufacturer narrative:
The customer stated the wash stations are bleached once per week. The customer is no longer having the issue with a1cx-2 tests.

Manufacturer narrative:
The customer cleans the instrument on a regular basis. The instrument is cleaned daily with the most recent cleaning prior to the event on (B)(6) 2017. The customer has not had any further issues. Since this analyzer is a fully dedicated hba1c analyzer, additional cleaning steps are required to prevent contamination. Once a week, 3-5 ml of cleaning solution should be injected into both sample transfer wash stations. This was communicated to customers through a service bulletin. A contaminated wash station would normally be identified during the start of day while performing quality controls and calibration as the results would not be acceptable. A specific root cause as to why this customer's wash station was contaminated was not identified. A search for related cases was made and a systemic failure of the roche product was not identified.

Manufacturer narrative:
(B)(4).

Event description:
The customer indicated that on (B)(6) 2017 they had run quality control (qc) tests for a1cx-2 tina-quant hemoglobin a1cdx gen.2 whole blood application (a1cx-2) on a cobas integra 800 instrument and the results were within range. "Several" patient samples were run for a1cx-2. The next time qc was run, the results were low out of range. Qc was repeated and the results were within range. The customer then repeated 287 patient samples that had been run on the integra 800 instrument. All of the a1cx-2 results from this instrument were lower than the repeat results from another integra 800 instrument in the laboratory. Based on the data provided, the results for 2 patient samples were erroneous and reported outside of the laboratory. Patient 1 initial a1cx-2 result was 5.6%. The repeat result was 7.5%. Patient 2 initial a1cx-2 result was 4.3%. The repeat result was 5.5%. No adverse event occurred. The a1cx-2 reagent lot number was 14350601 with an expiration date of 10/31/2017. The field service engineer (fse) visited the customer site and identified a contaminated sample probe wash station. The fse cleaned the wash station. Afterwards, instrument tests were acceptable.